Manufacturer narrative:
The ventilator was returned to a third party service center for evaluation. The device's active exhalation control module was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator was alarming and required service. There was no harm or injury reported.